Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. However a filament regulator error message was recorded. The filament regulator was calibrated. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a filament regulator error message. No pt injury was reported.